Event description:
During a standard dental treatment, the handpiece heated up and burned the pt on inner upper corner of the lip. The burn was a second degree burn and the dentist decided to stitch the burn. Pt did not receive any ointment or medicine for the burn.

Manufacturer narrative:
It was not possible to do an analysis of the product as it was announced that it will be send in but it was not received, yet. As soon as the product is available an analysis will be done and a follow-up report will be send. Issue occurred in (B)(6).